Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the surgeon indicated a knife was blunt during surgery. Add'l info was requested. Add'l info was received from the customer reporting the knife was completely blunt and that there was no pt harm or injury reported.